Event description:
Customer was taken to the hospital due to high blood glucose. The blood glucose reading is over 600 mg/dl. Customer treated with manual injection. Customer feels clammy, vomiting, cold and blurry vision. Customer's husband stated that customer will be transported to the hospital, her condition is too bad. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report # 3004209178-2013-99341.